Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by a patient in an email that they had the device implanted about 6 years ago and that it only worked briefly and that since that time they¿ve been troubled with 3 joint replacements and currently a torn meniscus. The patient continued it was very difficult to reach a diagnosis without an MRI and they would like to have it removed. The patient then called into patient services where the previous email was clarified by the patient when they stated that the therapy only worked for the first 2-3 months after the implant and then it stopped working, said it stopped working 4-6 months after implant. When asked if the change in therapy was due to positional movement the patient said ¿no.¿ the patient said they did go to the health care physician (hcp) shortly after they noticed it wasn¿t helping anymore and they were told that something had become detached. The patient said they didn¿t recall why it wasn¿t surgically repaired, however the patient stopped using the therapy. The patient said they would like to have the system removed as they had other unrelated medical issues which have requested mris and that now they had a torn meniscus and they would like an MRI. It was noted that the patient stated that the change in therapy/symptoms was sudden. There were no further complications reported.